Event description:
Edwards received notification that 29mm 7300tfx mitral pericardial valve was explanted after an implant duration of six (6) years and five (5) months due to calcific degeneration leading to restricted motion of thickened leaflets and moderate-severe mitral stenosis and moderate mitral regurgitation. As reported, patient had symptoms of breathlessness, dyspnea and fatigue. Echo performed 15 days prior to the explant, the valve showed mitral gradients of 46/30 mmhg. The valve was explanted and replaced with a non-edwards valve successfully. The patient had to be re-explored same day of the explant due to excessive mediastinal bleeding which was identified from rima and was successfully treated with no adverse events reported. The patient was hospitalized in stable conditions.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7 h11: corrected data: corrected section h6 (method codes, conclusion codes), h10 (additional manufacturer narrative) edwards received digital photographs for evaluation. Per image evaluation, customer report of calcific degeneration and stenosis could not be confirmed through image evaluation. X-ray evaluation is needed to determine calcification. Two color photos were provided showing the inflow aspect of the explanted valve and the detached valve sewing ring. Valve appeared to have moderate host tissue overgrowth on the stent circumference at the inflow aspect. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. The explanted device was not returned for evaluation. However, the event observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesismodel 7300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative:  bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated.  Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device was not returned for evaluation. However, the calcification observed in this case was likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesismodel 7300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that 29mm 7300tfx mitral pericardial valve was explanted after an implant duration of six (6) years and five (5) months due to calcific degeneration leading to mitral stenosis. As reported, patient had symptoms of breathlessness, dyspnea and fatigue. Echo showed gradients of 45 mmhg. The valve was explanted and replaced with a non-edwards valve. The patient was hospitalized in stable conditions.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H3: evaluation summary: customer reports of calcific degeneration with motion restricted of thickened leaflets and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 1 appeared bent inward; heavy calcification was observed on leaflets 2 and 3, and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 3 on the inflow aspect and 12 mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Host tissue fused; leaflets 1 and 3 by approximately 6 mm at commissure 1, and leaflets 2 and 3 by approximately 4 mm at commissure 3 on the outflow aspect. Leaflet 2 had a 7 mm tear and leaflet 3 had a 4 mm tear, both near commissure 3. Calcification was evident at the tears. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. The free margin of leaflet 3 was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region which likely led to the reported regurgitation. Sewing ring was cut off around the valve on the inflow aspect; multiple fragments of the cut off sewing ring was returned with valve. Wireform was exposed around all three leaflets on the inflow aspect. Suture threads remained attached to the sewing ring around the valve. Subvalvular apparatus was observed around all three leaflets on the outflow aspect. Photos provided appeared consistent with lab findings. See attached evaluation photos. H11: corrected data: corrected section h6, h10 (additional manufacturer narrative) edwards received digital photographs for evaluation. Per image evaluation, customer report of calcific degeneration and stenosis could not be confirmed through image evaluation. X-ray evaluation is needed to determine calcification. Two color photos were provided showing the inflow aspect of the explanted valve and the detached valve sewing ring. Valve appeared to have moderate host tissue overgrowth on the stent circumference at the inflow aspect. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Engineering review and clinical observation confirmed that the root cause was due to patient related factors through receipt of medical records and product evaluation. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesismodel 7300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.